Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt presented to the emergency room on (B)(6) 2011 with a fever and was diagnosed with pneumonia and a bacterial respiratory infection. It was also reported the scs lead and ipg incision sites did not exhibit any sings or symptoms of infection. The scs system remains implanted. The manufacturer has attempted to obtain a status update regarding the pt's condition; however, no further information is available at this time.